Manufacturer narrative:
No non-conformity was found after okb reviewed all manufacturing and qc records of the suspected device (serial#: (B)(4)). The meter was shipped to (B)(4) on 05/17/2013. Because the suspected meter was not returned to okb, the retained device (serial#: (B)(4)) was used to re-test, and the complaint situations did not occur. The root cause of the complaint was unable to be verified without the suspected device and more users' information. Therefore, the complaint had to be closed out if no further action or information from the user.

Event description:
End-user stated that medical attention was sought on (B)(6) 2020 around 2:00pm at home. End-user stated that she tested her blood glucose with her prodigy meter 4 times and received a result of 270mg/dl, 471mg/dl, 588mg/dl, and hi and based on those results she took 40 units of basaglar and 40 units of novolog. A normal result for her for that time of day is usually around 130mg/dl. She stated that she was found by her husband and she was unresponsive. The enduser stated that her husband tested her blood glucose with her prodigy meter and received a result of 540md/dl, he then called paramedics. Paramedics arrived within 5 minutes and tested the end-users blood glucose with their meter and received a result of 16mg/dl. Paramedics did not test the end-user with her prodigy meter. Paramedics administered an IV with glucose and transported the end-user to (B)(6) hospital located at (B)(6). When the end-user arrived at the hospital her blood glucose was 19mg/dl. The ER doctors continued the IV of glucose and gave the end-user a sandwich, ginger ale and peanut butter crackers. The end-user stated she was at the hospital for 6 hours she was discharged with a blood glucose of 148mg/dl. She was told to follow up with her primary dr. The end-user no longer had the test strips used during this event. No additional information was provided.